Event description:
The customer reported the automated endoscopic reprocessor had a broken yellow connector. No patient involvement was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for evaluation, and the customer's complaint reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: that connector tube could not be connected because the connector was hit by something hard or became loose and damaged. As a cause of the loosened connector, the user may have applied tension to the connector in the direction of loosening and the tension accumulated. The event can be detected/prevented by following the instructions for use which state: chapter 3.inspection before use. 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
Event was found during reprocessing.